Event description:
The pt experienced a shocking and burning sensation down her left leg in 2008. She stopped using her implantable neurostimulator. The pt tried on different occasions to turn device back on with the same effects. The pt was seen in clinic 3 months after her symptoms began and was informed that her 'condenser wasn't working'; x-rays showed an 8 electrode lead located relatively midline at the top of t8 and a 4 electrode surgical lead that was left over and disconnected from the previous system at t10/11 (approx two months later). A week later, the pt was again seen in clinic. Her chief complaint was of pain in the middle of her back, over the incision where the lead was placed. She hadn't fallen. The implantable neurostimulator was turned on. The pt was getting good stimulation in both legs for about a minute before she started writhing in pain and stating "my back hurts". The device was quickly turned off and reprogrammed using fewer electrodes. After reprogramming the pt stated that her mid back hurt upon starting stimulation. The device was quickly turned off again. No further reprogramming attempts were tried. Both the battery and electrode impedances were fine. The hcp planned to replace the lead and pulse generator. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.